Event description:
The reporter stated that the pump was set to deliver 20 cc packed red blood cells over 2 hours. The total volume of the syringe was delivered in 15 minutes. The reporter further stated that the biomedical service technician was unable to duplicate this observation. There was no patient injury or treatment associated with this event.